Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was kinked approximately 2.5cm from the hub. Conclusion: evaluation of the returned device confirmed that the velocity was kinked near the hub underneath the strain relief. This type of damage typically occurs due to improper handling during removal from the packaging hoop. If the device is manipulated with force at an angle during removal from packaging, it is likely that damage such as this may occur. These devices are 100% visually inspected during in-process evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the velocity delivery microcatheter (velocity) was found kinked. The damaged velocity was found prior to use upon removal from the packaging and was not used in the procedure. The procedure continued using a new velocity.